Event description:
A report was received that the patient had difficulty getting the ipg charged and eventually it no longer holds a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty getting the ipg charged and eventually it no longer holds a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging due to patient's age so they elected to use a non-rechargeable device. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had difficulty getting the ipg charged and eventually it no longer holds a charge. The patient will undergo an ipg replacement procedure.